Manufacturer narrative:
Additional information was added: the device was received for evaluation. A visual inspection was performed and a dent located on one side of the device housing was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was damaged (unspecified). This issue was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.